Event description:
It was reported that a myocardial infarction and st elevation occurred. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman flx laa closure device with delivery system were used. During the implantation the patient developed acute st elevation in leads ii, iii, and augmented vector foot (avf). A coronary percutaneous intervention was performed on the right coronary artery which was noted as being extremely diseased in several places. The implantation procedure was completed and the patient fully recovered.